Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user found the ilet separated from their body after it became lodged in a couch, and the device¿s screen was cracked and unresponsive, preventing swipe-to-unlock and normal operation; blood glucose was affected with a reported high of 393 mg/dl for approximately 3.5 hours, ketones were moderate, and the user followed their ketone action plan. Symptoms included hyperglycemia with ketonemia, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for back-up therapy and interruption of automated insulin delivery until replacement could occur. Investigation included review of the user¿s account and device history, confirmation of shipping and return logistics, and user education on data sync and start-up for the replacement device. Investigation of this case revealed physical damage to the display assembly consistent with accidental external impact and dislodgement, resulting in loss of touchscreen responsiveness and inability to access device functions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from external forces leading to a cracked screen and functional impairment.